Event description:
Our rep is reporting the following to us: tip of electrode broke off in the patient; found and removed the fragment. There are no patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device awaiting return.

Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the active tip is missing from the distal assembly. It was noted that active tip broke off at the leg on the distal tip assembly. No functional testing could be conducted due to distal tip breaking. This damage to the tip is consistent with damages investigated under a previous supplier CAPA. The overall complaint rate for this failure mode was observed to be well within the expected rate on the dfmea and therefore, the risk is considered acceptable and no further actions were taken. It is expected that a low number of these failures will continue to occur. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. In addition, it was reported that no consequence to the patient were observed. The current complaint rate for this failure mode is well within the expected rates and therefore no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: tip of electrode broke off in the patient; found and removed the fragment. There are no patient consequences.